Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
After checked the voltages at the head up coil and for leaks on the cylinders and hoses, he replaced the head up valve solenoid to repair the bed.